Event description:
It was reported that an asymptomatic patient presented in the ER with post-sensed t-wave oversensing on the ventricular lead. Patient received inappropriate hv therapy. The oversensing was noted on the stored egm. The device was explanted and the patient is in stable condition.